Event description:
It was reported that pt underwent hip arthroplasty in 2008. Once the femoral head was inside the ringloc acetabular liner, the locking ring would not disengage to allow liner to go into the acetabular shell.

Manufacturer narrative:
No further complications have been reported. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.